Event description:
Customer was hospitalized for a non-diabetes related infection. Customer's nurse called and reported that there was a countdown on the screen of the insulin pump, then the screen got stuck on three. Customer's nurse also reported that the pump was making a humming sound. After inserting new batteries, there was no change in the display of the insulin pump. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had frozen display with constant tone alarm due to a faulty component on the motherboard. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.